Event description:
Philips received a complaint on the v60 ventilator indicating that the brightness was not showing correctly on the system, causing the display to be dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the display was slightly dimmer than other devices at the highest brightness setting of 5. The customer requested troubleshooting assistance and informed the rse of the current liquid crystal display (lcd) part information, stating that it was the original 1st generation lcd. The rse informed the customer that the display could be upgraded to the 2nd generation user interface (ui) assembly to resolve the issue. The rse then provided the information for the end generation ui assembly without navigation ring. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 25jul2024, 29jul2024, 06aug2024, and 13aug2024 to obtain confirmation of the part being returned to use following the service to resolve the device issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the biomedical engineer (bme) received on 26jul2024, it was stated that the service request was completed. An additional gfe is being completed for clarification. The investigation is ongoing.